Manufacturer narrative:
(B)(6). Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could the root cause be determined with confidence. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During an rcr procedure the surgeon was putting a second hkrg anchor at the articular margin for the medial row component of his rcr. As the doctor was implanting the anchor, a piece of the anchor cracked off and was floating around the subacromial joint space; this was only apparent after the anchor was implanted. The broken part of the anchor was retrieved with a grasper. No patient injury or other complications were reported.